Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer advised when push seat down front cross braces do not insert correctly due to being bent.